Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing impedance measurements from 530 ohms to 778 ohms. No adverse patient effects were reported. This lead remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).